Event description:
The company was informed that the patient is experiencing facial paralysis following implantation surgery. The patient reportedly has pain behind the ear and bell's palsy. The patient is reportedly improving and is monitored by the center.